Event description:
During the transfemoral tavr procedure, the sapien xt was positioned 50/50 and landed 80/20 aortic/ventricular (a/v) in the left coronary cusp (lcc) and 70/30 a/v in the rcc and ncc. There was central aortic insufficiency (cai), and the valve was post dilated. Cai remained. It was seen on echo that the patient had long native leaflets that were causing the cai. A second valve was deployed 2mm above the first valve, to avoid native leaflet overhang. Post deployment of the second valve showed trace cai. The patient left in stable condition. The cause of the aortic placement was due to the final adjustment during delivery system balloon inflation. The patient¿s native annulus diameter by tte was 23, and the CT area was 517. The sinotubular junction (stj) was 27.5, and the sinus of valsalva (sov) was 40. The patient had moderate to severe native valve/leaflet calcification, and the severe calcification in the left ventricle outflow track (lvot). The patient¿s ejection fraction (ef) was 30%.

Manufacturer narrative:
Per the instructions for use, device malposition and regurgitation requiring intervention are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the cause of the aortic placement was due to manipulation of the delivery system during inflation. It was seen on echo that the patient had long native leaflets that were causing the cai. A second valve was implanted correcting the cai. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.